Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose 547 mg/dl. The customer had been taken to the beach and the insulin pump became lost. The customer was off the insulin pump for hours before the hospitalization and had reverted to a backup plan. The customer was shipped a continuation of therapy insulin pump.